Event description:
It was reported that prior to starting a da vinci si surgical procedure the monopolar curved scissors instrument orange sleeve at the distal end was noted to be cracked. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the orange sleeve at the distal end of the instrument was cracked. The tube extension was cracked and had a section bulging out at the proximal clevis interface. The clevis was not dislodged from the tube extension. The tube extension fractured next to one of the keys that mate with the proximal clevis. The evidence was inconclusive, but the tube extension likely cracked due to excessive side loading or other mishandling/misuse. Engineering also found tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .170 - .260 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.